Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The distributor reported the keypad was peeled/torn/worn and unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad is torn below the ok button and across the backlight button. Evaluation revealed that all of the button were intermittently unresponsive and required multiple presses to elicit a response. Evaluation revealed there was contamination under all key contacts. Unrelated to the complaint, evaluation revealed that the display lens was scratched.